Event description:
The following has been reported: spots in display. Remarks: display board - faulty need replacement. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The reported device was not received in brézins for investigation. As a result, no further investigations could be carried out. The reported event could not be reproduced and was not confirmed by our laboratory. However, the reported problem was confirmed using the pictures provided. Based on the information available and since the devices concerned were not returned, the root cause of the reported problem remained unknown (not returned). To our knowledge this complaint is not being related to patient safety. This complaint is considered as valid. The trend is normal. The reported risk is lower. Compared to the estimated risk. For this issue as per our local procedure, we initiated no action.